Manufacturer narrative:
The device was returned to mcs customer care center on (B)(6) 2017. It passed inspection with no errors or malfunctions noted. The sleeve used by the patient was not returned for inspection. Mcs did not become aware of the injury until receiving a letter from the patient in (B)(6) requesting a bill waiver. Numerous unsuccessful attempts were made to obtain further treatment information from the rehab facility. The patient injury appears to have resulted from non-compliance with the instructions for use in care of the leg during the first two days after surgery. The patient instructions for use contains the following cautions: caution: check the skin of your legs at least once a day. If you experience any discomfort, pain, swelling, blistering, sensation changes, skin irritation, skin breakdown, or any other unusual reaction, consult your physician immediately and notify your service provider. Caution: for the following patient groups, additional care should be taken by checking skin at least three times a day and double checking the positioning and proper adjustment of the sleeve: elderly, exhausted (mentally or physically), unconscious, paralyzed, suffering from terminal cancer, suffering from severe peripheral neuropathy, suffering from a disease of the blood vessels in the legs or receiving continuous epidural therapy for pain reduction.

Event description:
Patient- (B)(6) had total hip replacement surgery for right hip on (B)(6) 2017. Compression sleeves were placed on both legs in recovery. The mcs rep visited patient in hospital later that day to explain proper use of device and insurance coverage. Per patient, sleeves were not removed or checked by medical personnel during hospitalization. Patient was discharged on thursday (B)(6) 2017 and transported to a rehab facility. On friday, (B)(6), the rehab staff removed the sleeves to switch to a clean pair of stockinettes. It was discovered that patient had developed three large blisters under sleeve on right leg. Medical staff immediately stopped use of device and began treatment for blisters. The blisters subsequently broke open and drained. Aspirin was prescribed in lieu of leg compression treatment. Patient was discharged after one week but received wound management visits at home three times a week for three more weeks. Patient recovered in full without damage to leg.